Manufacturer narrative:
(B)(4). The ventilator was received for evaluation and the customer reported malfunction was verified after a review of the error log. Initial visual inspection found no anomalies. The unit was powered up and passed power on self-test (post). The circuit check was performed multiple times and no failures were observed. Event logs were reviewed and the issue was confirmed. The rear panel was removed from the device and all connections were checked. It was found that the luer lock connecting the internal tubing to the pressure transducer was not completely seated, and it was reseated. The latest software revision was uploaded, and the unit passed all tests, calibrations, and was found to be operating within manufacturing specifications.

Event description:
It was reported that during inspection, a ventilator failed the first part of the circuit check. The device later passed however, it was still intermittently failing. There was no patient involvement.

Manufacturer narrative:
(B)(4). Additional information was received that indicates this event no longer meets the requirements for reportability. Please disregard the previous report.